Manufacturer narrative:
Received one used list #142550489 primary plumset with an unknown microclave attached to the secondary port.no damage or anomalies noted. The returned sample was leak tested per product specification. There was a leak observed from the outlet filter. A green dye test was performed where the leak was observed to be coming from a small, centralized location on the outlet filter. The complaint of leaking around the IV filter can be confirmed. The probable cause of the observed leak was due to a pinhole in the filter vent material. The damage is typical of an electrostatic discharge to the filter vent that occurred during manufacturing. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint.

Event description:
The event occurred on an unspecified date and involved a primary plumset, 0.2 micron filter, clave y-site, pe lined tubing, 104 inch. The report stated that the set was leaking around the IV filter. The leak occurred on the backside of the filter during an unspecified infusion. The tubing was connected to the patient¿s IV and there was no blood loss or bleed back. No hole, cut, tears or any defect noted and no other devices (mating devices) that was attached to the involved device. There was patient involvement, and no one was harmed.